Event description:
Additional information received reported that the pump and catheter evaluations reported unremarkable. No further surgical revisions were needed.

Manufacturer narrative:
Concomitant products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8711, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the patient reported to the emergency room (ER) with pain at pump site and increased spasticity in the legs. A scan was done to look for fluid over pump at pocket but none seen. There was some "fluid" seen in low back at site of recent back surgery (approximately one week prior). The physician was working with the surgeon to determine if there was a cerebral spinal fluid (csf) leak, either coming from thecal sac or from the catheter itself. There was a questionable leak. A dye study was recommended. The manufacture representative read the pump and pulled the logs . The patient had increased spasticity in the legs and "pain at pump size." It was reported that the managing physician was unaware of the event. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).